Event description:
It was reported to baxter (B) (4) that a reservoir of a 2-day infusor ruptured during filling. The device was being filled with 5-fu and saline. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
Device evaluation: the device was evaluated by a baxter technician. The reported condition of "reservoir ruptured" was confirmed through visual examination. The reported condition is being investigated though CAPA-(B) (4). (B) (4)